Event description:
The customer reported obtaining a false high sodium (na), and potassium (k) result for one (1) patient on their unicel dxc 600i synchron access clinical system. The results were reported out of the laboratory but later amended. The customer repeated the sample on another dxc instrument and obtained the results within normal reference ranges for na and k. There was no impact to patient treatment. Quality control was within laboratory established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse found the ise buffer valve on the ratio pump was loose causing air bubbles. The fse tightened the ise buffer valve to resolve the issue.